Event description:
The patient received 8 shocks for vt. All shocks displayed a shock impedance of less then 25 ohms and were ineffective. After the episode, the atrial impedance was greater than 3000 ohms and ventricular impedance was 2728 ohms. Upon interrogation an error message was displayed. This device was explanted.